Event description:
It was reported that the patient present to the emergency room with symptoms of withdrawal (hypertonia, fever) on (B)(6) 2012. The healthcare provider administered a programmed bolus and the patient experienced temporary a response to the bolus, followed by a return of withdrawal symptoms (increased spasticity and fever). The patient was intubated and a dye study was performed. During the dye study there was a successful aspiration and injection of dye, and no conclusive evidence of catheter damage was found. The patient underwent a pump system replacement on (B)(6) 2012. The patient's dose was changed after the pump replacement, however it was unknown what the change was. The medication in the pump was lioresal (baclofen). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final product analysis of the pump found pump/motor/gear train anomaly. Analysis summary; the complaint against this pump was withdrawal. After doing destructive analysis the technician found some residue on the upper shaft of the rotor magnet. Final product analysis of the catheter (product 8709, serial# (B)(4)) found a catheter/catheter body hole caused by deep abrasion. Analysis summary; during the pressure testing a leak was noted 6.3 cm from the pump connector of sigment 1. A hole was discover where the leak was seen. A deep abrasion was also seen at the same location. The catheter may have been rubbing against the pump causing the abrasion and hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.